Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon burst. The pts condition was reported as fine.